Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was not cutting. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. The instrument was analyzed and found to have tears on jaw cover. The tears measured roughly .1975" x .1425". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The jaws did not open and close properly as the cover was extended to their base. The complaint regarding cutting malfunction was not confirmed by failure analysis.